Manufacturer narrative:
The insulin pump was received with no unexpected screen type anomalies during testing. The insulin pump passed pump self-test, off no power test, unexpected error test, displacement test and rewind test. The stop (idle) current test and run current test were in specification. Compromised force sensor system alarmed during basic occlusion test due to loose/protruded drive support disk. The pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer was unable to exit the "preparing to prime" loop. The customer was not able to exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The customer will be sent a replacement pump.